Event description:
A malfunction alarm was reported, identified as malf 9 with a specific fault ID. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. Technical support advised the customer to call back if the malfunction code appeared again, and the customer understood these instructions.